Event description:
It was reported that the left monitor on the 9800 system went black during the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the display adapter, image processor, generator interface pcb, fluoro function board pcb and the snubber pcb. The system was tested and found to be working as intended and placed back into service.